Event description:
It was reported that device would not turn on and that device was broken. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing confirmed the reported problem. The most probable cause was error code 46011. The error code was cleared, and preventative maintenance was performed. Replaced the pwa board, optic switch and bracket, lens and lens seal, keypad, overlay, side label and rear label. The device passed all functional and delivery tests.